Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The wand cable has been cut and removed from the wand. The connector block has bent pins. A functional evaluation could not be conducted due to wand cable being cut and removed. A review of customer provided image shows a used wand with a cut cable. The packaging confirming part number ac4050-01 lot number 2059485. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that there was no reaction after the microblator 30 icw was connected with the controller during a wrist debridement, it could not work. There was a smith and nephew backup device available. There was a delay greater than 30 min. No patient injury or other complications were reported.